Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 400 mg/dl and 430 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. It was unknown whether the customer was using the auto-mode feature. Customer stated that they did not bolus for the meal. The insulin pump will not be returned for analysis.